Event description:
The customer reported that the system had a burning smell and that the left monitor had no input. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply, backplane, rtos, gpos were replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.